Manufacturer narrative:
Product event summary: analysis observed all readings to be accurate. No fault found with device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there were problems with the atrial channel on the analyzer or programmer, actual problems with the cables were ruled out. The programmer and analyzer were returned to the manufacturer for servicing. The event occurred during setup and prior to use so there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.